Manufacturer narrative:
Additional information has been requested from the field. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and competitor device exhibited loss of capture (loc) and high impedance measurements of an unspecified nature. A revision procedure was performed wherein the lead was surgically abandoned and replaced. No further information is available at this time. No adverse patient effects were reported.